Event description:
It was reported that after a da vinci-assisted prostatectomy surgical procedure, the maryland bipolar forceps (mbf) instrument was accidently dropped after the case. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the maryland bipolar forceps instrument by the customer noting the instrument being dropped after the surgical procedure, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis (fa) investigations could not confirm the customer reported issue, in that the instrument was ¿dropped after the case¿. Visual inspection of the returned instrument found no signs of physical damage, as a result of a drop. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There was no damage and no problem detected. Failure analysis found additional observations that were not reported by the customer and not related to the reported issue: the instrument was found to have charring and localized melting on the bipolar yaw pulley. There was no damage observed to the conductor wire. The instrument passed the electrical continuity test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The grips opened and closed properly. Furthermore, the instrument was found to have thermal damage to the grips. There were additional signs of thermal damage to the grips of the instrument. The instrument delivered energy but there were signs of potential arcing which caused the thermal damage. The probable root cause of the thermal damage to the grips is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This complaint is considered a reportable event due to the following conclusion: failure analysis (fa) investigations reported that the instrument was found to have charring and localized melting on the bipolar yaw pulley. Furthermore, the instrument was found to have thermal damage to the grips. Evidence of thermal damage at or near the conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. If additional information becomes available a supplemental MDR will be submitted.